Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) was fixed adequately, and had good sensing and pacing values. After cutting and removing the tether, however, there were unacceptable thresholds observed. The physician chose to remove and replace the ipg, and a new device was implanted successfully. No patient complications have been reported as a result of this event.